Event description:
Home pt (hp) recently experienced two infections of their implantable port. The first occurred some time in 2002, identified during a hospitalization for an unknown condition. The second occurred during a hospitalization at which time they were admitted with a complaint of shortness of breath. The hp reported they were calling today as a result of the recent infections and information that was provided to them about the baxter recall for saline syringes. While the hp had very little clinical information regarding their hospitalizations they did state that during both recent hospitalizations a culture was drawn from their implantable port which grew a staphylococcus organism. The pt reports having been treated with an unknown dose or intravenous vancomycin and also with oral antibiotics, zithromax, for the reported infection. No additional clincal information was available for this report.